Manufacturer narrative:
09/22/2021 - the consumer accepted a replacement and will not be returning the product to the manufacturer. Therefore and investigation will not occur.

Event description:
On (B)(6) 2021 - the consumer claims the handle on the product got too hot. The consumer accepted a replacement.